Event description:
It was reported that: ¿patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement¿.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no add¿l info is available at this time. If add¿l info is received it will be reported on a supplemental report.